Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no further actions have been taken at this time and the patient's device has not been activated yet.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 14-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances on contact 8 after connecting to the lead. The extension was placed back in july and capped off until the second lead was to be implanted. Today the stage 1 was performed and the new lead was connected to the extension. Upon impedance checks a high impedance was seen in contact 8. The lead was disconnected, extension connector was irrigated and suctioned and dried off. The lead was re-connected however impedances were still showing on contact 8. Impedances of a new lead that was implanted were checked but found to be normal. The issue wasn¿t resolved at the time of the report. It was unknown why there were impedances.